Event description:
The generator data from the programming events were analyzed and reviewed. The data showed a pattern of normal and expected battery depletion through the generator's implant life. The last available programming event showed that the generator displayed a 25% battery indicator based on the measured voltage. The expected charge remaining based on this battery voltage was actually greater than the estimated charge remaining calculated from the vns settings. The generator was also subject to product analysis testing. The generator was found to operate according to all functional and electrical specifications. The battery status was found to be lower than it was at explant since it had been left on after explant. No anomalies or excess debris were found. No further relevant information has been received to date.

Event description:
Report received that a physician believed a generator battery had depleted faster than expected. In clinic notes, the vns settings were listed. They were not excessively high. The device was later replaced due to prophylactic reasons. The battery indicator was known and showed that there was life remaining. A battery life calculation indicated there should have been 1.6 years until the device was near end of service. A review of the programming history did not reveal any anomalies or excessive programmed settings. A review of the device history record indicated the generator had passed all quality and electrical tests prior to release for distribution. The explanted generator was returned to the manufacturer for analysis, but analysis has not been completed to date. No further relevant information has been received to date.